Event description:
On (B)(6) 2020 I was using the medtronic 670g insulin pump and their guardian continuous blood glucose monitor (cgm). The monitor provided a blood glucose reading of 80; a finger stick reading was 40. The pump gave no alarms to indicate any issues. This occurred again on (B)(6), with a sensor reading of 90 and a finger stick reading of 37. Both hypoglycemia situations are very dangerous, particularly for patients who have hypoglycemic unawareness or in an overnight situation. FDA safety report ID# (B)(4).